Event description:
It was reported that a patient remotely via merlin.net. The patient's pacemaker was found to be in back-up vvi mode. The patient presented in clinic and corrective programming changes were made. The patient was asymptomatic throughout and reported to be stable.